Manufacturer narrative:
The event unit will not be returning to applied medical. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: exploratory laparotomy and colostomy revision. Event description: surgeon used a surgical ruler during the open case and mentioned that having centimeter markings on the shaft of voyant devices could be beneficial. There were ~4 accidental button presses giving "check device" alarms outside the patient as the surgeon was moving around and would easily bump the activation button but surgeon said that overall open fusion device worked well in this case. Additional information was received via email on 12oct2023 from applied medical representative event occurred outside the patient while the device was not needed to be used. Other devices used throughout the case were endo gia stapler, metal retractor, monopolar pencil, surgical ruler. No patient injury. No resolution was needed. The case was completed with the same device. ~ 11 activations had already occurred on tissue prior. Yes, the device jaws were cleaned twice with gauze. Type of intervention: no resolution was needed. The case was completed with the same device. Patient status: no patient injury.

Event description:
Procedure performed: exploratory laparotomy and colostomy revision. Event description: surgeon used a surgical ruler during the open case and mentioned that having centimeter markings on the shaft of voyant devices could be beneficial. There were ~4 accidental button presses giving "check device" alarms outside the patient as the surgeon was moving around and would easily bump the activation button but surgeon said that overall open fusion device worked well in this case. Additional information was received via email on 12oct2023 from applied medical representative event occurred outside the patient while the device was not needed to be used. Other devices used throughout the case were endo gia stapler, metal retractor, monopolar pencil, surgical ruler. No patient injury. No resolution was needed. The case was completed with the same device. 11 activations had already occurred on tissue prior. Yes, the device jaws were cleaned twice with gauze. Type of intervention: no resolution was needed. The case was completed with the same device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.